Event description:
It was reported that thr filter was placed three months previously due to a motor vechile accident. Patient had fractured arms and legs. Th fiter was placed straight and infra-renal.the patient returned for routine removal.the filter was seen on the cavogram one vertebral body lower than when it was initially placed and was sideways in the vena cava.the doctor did not attempt to remove the filter.